Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter read inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue first began a week prior to contacting lfs. According to the csr¿s documentation, on an unspecified date/time the patient reportedly obtained blood glucose readings of ¿168 and 114mg/dl¿ with the subject meter and ¿54mg/dl¿ with the accu-chek meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin pump therapy, however, it is not clear what action the patient took after the alleged meter issue began. According to the csr¿s documentation, two hours after the product issue started the patient reportedly developed unspecified ¿hypoglycemic¿ symptom(s); the patient, however, denied receiving any form of medical intervention after the onset of her symptom(s). On (B)(6) 2014, at 9am, the patient claimed she consumed more food/drink, however, the patient¿s blood glucose reading with the subject meter prior to her consumption is not specified. It would have been helpful to know the following information: prior to the onset ¿hypoglycemic¿ symptom(s), what was the patient¿s blood glucose reading with the subject meter and what action did the patient take in response to the reading; what specifics symptoms did the patient develop; and what did the patient do to treat her symptom(s).during troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.